Manufacturer narrative:
The product has not been returned for evaluation. Should the product become available, a follow-up report will be filed once the evaluation is completed.

Event description:
Account reported that one bag burst after freezing. This occurred when the bag was removed from the nitrogen tank. The product had been stored for 19 days in a mechanical freezer in liquid nitrogen (97ml product). The cell source was mononucleated cells collected by apheresis. The patient did not receive the product. Because only one out of two bags were infused, only 4.35 x 10 caret 9 cells were infused to the patient instead of 8.7 x 10 caret 9. There was no patient injury or medical intervention required.